Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a stent dislodgement occurred. The lesion was located in the calcified and severely obstructed aorta. The aorta contained an angle. The physician crossed the lesion and was attempting to place the 10.0x30x135cm express vascular ld premounted stent system, however, the express ld stent "shifted from the balloon catheter" and dislodged into the abdominal aorta. The physician used a "retriever" to remove the express ld stent from the patient. The physician successfully completed the procedure with a different device. No patient complications were noted and the patient's status was reported as "stable". This product is similar to an approved united states device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed that the stent had moved forward on the balloon by approximately 9mm. The distal end of the stent was severely damaged. Examination of the balloon material did not reveal any evidence that positive pressure had been applied. A tactile examination of the delivery system found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a stent dislodgement occurred. The lesion was located in the calcified and severely obstructed aorta. The aorta contained an angle. The physician crossed the lesion and was attempting to place the 10.0x30x135cm express vascular ld premounted stent system, however, the express ld stent 'shifted from the balloon catheter' and dislodged into the abdominal aorta. The physician used a 'retriever' to remove the express ld stent from the patient. The physician successfully completed the procedure with a different device. No patient complications were noted and the patient's status was reported as 'stable'. This product is only ous approved but is similar to an approved us device.